Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the product condition. The customer reported cannula never inserted correctly into the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. The omnipod user guide warns "check the infusion the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically if the cannula is not completely inserted, hyperglycemia may result". "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted", and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records for the product lot were reviewed and all acceptance criteria were met.

Event description:
The customer's wife reported the device was activated on (B)(6) 2013 at 6:28 pm and his blood glucose was reading 218 mg/dl. He then consumes a total of 49 grams of carbohydrates and administered a meal bolus of 13.7 units of insulin. Around 11:22 pm his bg level was reading 402 mg/dl at which he gave a correctional bolus of 9.7 units of insulin. Upon deactivation he indicated that the cannula never inserted correctly with insulin and blood at the site on his leg.